Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that a patient experienced hypotension and a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was prepared properly and was being used without issues. However, after inserting the farawave catheter for the second time a lot of air bubbles were sucked into the syringe. The catheter was removed from the sheath and no air was observed during aspiration, but after reinserting it, the issue reoccurred. No air was observed in the patient. The device was replaced and when the second sheath was being inserted it was noticed that the patient blood pressure was dropping and a st segment elevation occurred. Medication was given to the patient and the complications were solved. The patient had successfully recovered from the event. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that a patient experienced hypotension and a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was prepared properly and was being used without issues. However, after inserting the farawave catheter for the second time a lot of air bubbles were sucked into the syringe. The catheter was removed from the sheath and no air was observed during aspiration, but after reinserting it, the issue reoccurred. No air was observed in the patient. The device was replaced and when the second sheath was being inserted it was noticed that the patient blood pressure was dropping and a st segment elevation occurred. Medication was given to the patient and the complications were solved. The patient had successfully recovered from the event. The device has been received at boston scientific post market laboratory where it's waiting for analysis.